Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a venflon 2 pnk 20ga IV cannula. The following information was provided by the initial reporter, "when the drugs is injected through a pump (CT department) even at very low pressures the cap of the port pops out (injection port cap) and the liquid comes out. They say it happened more than a few times in the current batch." No dates/times or patient information were provided for the additional occurrences.

Manufacturer narrative:
Customer returned sample and photograph are available for investigation. When we investigated batch number 18a2841f the team found that the DHR of the product had no qn raised during the production of the batch. We investigated the complaint issue of the customer on the customer returned sample and the retention samples as well. 1. We checked the valve injection test on the customer sample and retention samples to confirm the defect. 2. We checked for all the documents (DHR) of the functionality tests that were performed during the in process quality testing, and functionality testing. 3. We checked with the diameter of the port and the cap of the customer return sample. 4. We investigated the cannula for blunt cannula test on the customer sample. The customer complaint was not found on the return sample or on the retention sample. We can predict that the cannula tip must have gotten clogged with blood clot during the time of insertion. This can happen due to wrong practice issue. The customer complaint could not be confirmed. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that leakage occurred with a venflon 2 pnk 20ga IV cannula. The following information was provided by the initial reporter, "when the drugs is injected through a pump (CT department) even at very low pressures the cap of the port pops out (injection port cap) and the liquid comes out. They say it happened more than a few times in the current batch." No dates/times or patient information were provided for the additional occurrences.